Event description:
Additional information noted that pacemaker device and right ventricular lead were explanted on (B)(6) 2023. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of electronics performance indicator was confirmed. Session records analysis indicated an unexpected voltage drop occurred. The device was received with normal output and telemetry communication. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements a device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Related manufacturer reference number: 2017865-2023-50880. Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. The right ventricular pacemaker lead also exhibited noise. Patient has not experienced any consequences.